Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The actual lot number is unknown, but four possible lot numbers have been received by manufacturing for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that knives were used during a cataract surgery after which retained metal particles were noted inside of the incision site. The surgeon tried to irrigate the metal particles out of the incision site. There was no harm to the patient. Additional information has been requested. Additional information received further clarified that not all particles were removed from the incisions with irrigation and that particles were seen in most cases one week post-op.

Manufacturer narrative:
Fifty unopened knife samples were received in blisters for the report of metal shavings were found on the incision sites. The returned knife and blade protector tray samples were visually inspected. Sample 13 and sample 31 were found to be nonconforming. Sample 13 had foreign material observed on the knife blade and sample 31 had foreign material found in the blade protector tray. All other visually inspected knives and blade protector trays were found to be conforming. The foreign material found on samples 13 and 31 were sent to the lab for particle analysis. Sem/eds analysis found sample 13¿s elemental composition identified as primarily carbon and some other trace elements. This material is non-metallic in composition. The size of the foreign material identified on sample 13 (50 microns/0.0025 mm²) did not exceed the established specification limits per manufacturing requirements for non-metallic foreign material. The foreign material for sample 31 was lost and could not be analyzed. A review of the device history record traceable to the possible lot numbers indicate that the product was processed and released according to the product¿s acceptance criteria. Although two of the returned samples were found visually nonconforming for foreign material, one foreign material sample was lost and particle analysis could not be performed. The other foreign material sample was found to be non-metallic and did not exceed the established specification limits per manufacturing requirements for foreign material. Therefore, metal particles as described by the customer were not confirmed and since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned and the foreign material was found conforming to the manufacturer's specification, the exact root cause for this complaint is unknown. Specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).